Event description:
It was reported that the handheld was not working. A company representative went to troubleshoot and identified that the handheld serial cable was frayed. The serial cable was replaced and the frayed serial cable was returned to device manufacturer for analysis on (B)(4) 2013. Analysis is pending; however, has not been completed to date.

Event description:
Analysis of the handheld serial cable was completed on (B)(4) 2013. Analysis confirmed that the cable was frayed. The cause for the reported allegation is associated with the serial cable being pulled out of its strain relief. The cause for the damaged cable is most likely associated with mishandling of the device. Although the serial cable was pulled out of its strain relief, no anomalies associated with the cable performance were identified during the analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.